Event description:
Rptr had breast implants inserted in 1975. In 1978 she had a squeeze capsulotomy. In 4/79 she had a second implant on the left side due to carcinoma. She had fibrocystic disease of the right breast in 10/79. In 1/80 she had a second implant on the right side due to carcinoma. In 3/80 she had metastatic carcinoma of the left breast mastectomy incision site. (Same rptr referred to in 100246 and 1002447.)